Event description:
It was reported by the clinician that two months after implantation (exact date of implant unknown), the catheter was found broken in the patient. Information received 3/28/08: "for your information, the catheter was found broken when the doctor attempted to give medicine. The catheter was then removed in the cath-lab, and the port was also removed. The patient then went home. Please let me know if further assistance is needed." Investigation into this complaint is ongoing.

Manufacturer narrative:
Follow-up will be filed if additional information becomes available.